Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) that was implanted for non-malignant pain. It was reported that a rep helped her restart her ins today (B)(6) 2018. The ins battery depleted in (B)(6) 2018 because she did not have time to recharge it. An exact date was not provided. Patient said her ins was almost completely charged at the time of the report. No symptoms were reported and no further complications were reported/anticipated. On 2019-02-12 (B)(4) (con) additional information was received from the patient who reported they had their ins explanted because it wasn't "doing its job" anymore. Patient reported ins stopped helping probably a year ago and indicated they would forget to charge their ins and would then have to meet someone at the doctor's office. No further complications were reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins had been explanted and was disposed of. No further complications were reported and/or anticipated at this time.